Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the imaging system were open. To resolve the reported issue, the fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the viewing station of the imaging system was not receiving any power. The reported issue occurred when the imaging system was in storage and attempting to received images from the electronic picture archiving and communication systems (pacs) system. The system was plugged into an operational outlet and powered down after a few minutes. No additional information was provided. There was no patient present when this issue was identified.